Manufacturer narrative:
It was reported that per caller: "the wheel came out of the rollator, front right wheel she was walking inside her home with it." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The wheel came out of the wheel fork.